Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the pt.

Event description:
During an aneurysm coiling procedure, it was reported that resistance was felt during delivery of the coil. Upon pulling back, the coil detached with 2cm of the coil in the delivery catheter. The physician was able to push the coil into the aneurysm. No pt injury reported.